Event description:
It was reported that the pump was implanted in 1999 for morphine therapy. The pump was determined to have a lack of flow, and was explanted in 2000. Another pump was implanted on the same date. There were no pt complications.